Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump. The customer's blood glucose level was 182 mg/dl. The customer stated that insulin was squirting out during the manual prime and the piston continued to move forward after reservoir contact. It was also stated that the insulin pump was neither bumped nor dropped and was not exposed to moisture while troubleshooting, the customer reported that the drive support cap appeared to be damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The pump alarmed during the prime test due to a faulty force sensor. Unable to perform the rewind, basic occlusion, occlusion, or excessive no delivery tests due to the alarm. The pump also had a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.